Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rotor gantry was adjusted and the home positions were recalibrated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that upon delivery the system, it  had an out of box failure where the gantry door would not open. There was no patient present when this issue was identified.